Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed the clip was fully deployed. The tip of the sheath was elongated, and stretched beyond the distal end of the tube set. The clip tines had punctured the distal end of the sheath, and the clip was captured in the exchange sheath. The result of the sheath being stretched and overlapping the distal end of the tube set indicate that resistance was experienced during deployment. The probable root cause for the stretched exchange sheath and subsequent mislocated clip is due to the access site being too small to accommodate the tube set advancement, creating excessive resistance during thumb advancement, stretching the sheath and causing it to interfere with the clip deployment. Internal inspection revealed the components were undamaged, and in the correct post deployed positions; however, the vessel locators were bent. The probable root cause for the bent vessel locator wings is tissue compression between the distal end of the tube set and the vessel locator wings during the thumb advancement. No manufacturing issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to advance thumb advancer/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, some resistance was felt during advancement of the thumb advancer. The clip was deployed and upon removal, the clip was found embedded on the distal end of the clip delivery tube. Hemostasis was achieved using manual compression. There were no patient effects reported. Though requested, no additional information was available.